Event description:
It was reported that during the initial implant of this pacemaker the pacemaker exhibited high out-of-range pacing impedance of greater than 3,000 ohms on both the right atrial (ra) lead and the right ventricular (rv) lead once they were connected. Both leads had normal impedance measurements when tested on the pacing system analyzer (psa). The leads were tested on the psa twice and with the device twice and the same results occurred each time. The leads were then connected to a difference device and also had normal impedance measurements. The pacemaker was removed and the new device was used instead. This pacemaker was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted a hole in the right ventricular (rv) seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the initial implant of this pacemaker the pacemaker exhibited high out-of-range pacing impedance of greater than 3,000 ohms on both the right atrial (ra) lead and the right ventricular (rv) lead once they were connected. Both leads had normal impedance measurements when tested on the pacing system analyzer (psa). The leads were tested on the psa twice and with the device twice and the same results occurred each time. The leads were then connected to a difference device and also had normal impedance measurements. The pacemaker was removed and the new device was used instead. This pacemaker was never in service. No adverse patient effects were reported.